Manufacturer narrative:
Onefull osseotite tapered implant was returned for inspection. A visual inspection revealed that the fragment of the fractured screw was inside of the implant. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain titanium hexed screws it is recommended to torque at 20ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, gingival hyperplasia, excessive bone loss requiring intervention, fracture, ingestion, aspiration and/or swallowing and nerve injury. A singular cause for the complaint could not be determined. (B)(4).

Manufacturer narrative:
Patient information not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Reporter's name not provided/unknown.

Event description:
It was reported that an unknown abutment screw fractured inside of a biomet implant. The fractured piece could not be removed, resulting in the implant being explanted. Tooth location 13.